Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant ca and alt results was unknown. The fse checked the sample reagent wash pump (srwp), wash station and ran cv, that was within specification. The fse determined that there was no instrument malfunction during the time of this event. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
Discordant, elevated calcium (ca) and alanine aminotransferase (alt) results were obtained on an advia 1800 instrument for one patient. The discordant results were not reported to the physician(s). The same samples were repeated on the same system and the repeated results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant ca and alt results.